Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the supports holding the shelf in the tower broke, causing the entire shelf to fall onto the bins beneath it. The affected shelf was located on the tower closer to the wall and held bins numbered 7 through 13. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the shelf in the tower was broken. The field service engineer (fse) explained to the customer that shelf clips were customer consumable items. The fse provided the customer with a pdf containing the phone number and a list of products required for ordering replacement clips. The fse also demonstrated how to properly install the shelf clips. The customer agreed to order the required items and complete the repair. The system functioned as intended after the field service engineer investigated the issue.